Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's family member called technical services due to a drain complication and reported the patient had to go to the hospital because she was spitting up. During follow-up with the patient's nurse it was reported that the patient was admitted to the hospital and diagnosed with peritonitis. The patient's nurse further reported that the patient had a history of gi issues and the patient had been vomiting and had generalized abdominal pain. It was also reported that the patient was diagnosed with a urinary tract infection. A follow-up culture was positive for yeast in the pd catheter. The nurse confirmed the infection was a continuation of a pervious episode of peritonitis that the patient was admitted to the hospital ((B)(6)2016). The catheter was removed and the patient transitioned to hemodialysis.

Manufacturer narrative:
A visual inspection was performed on the returned device and there were no signs of any physical damage with the received cycler. An internal inspection was performed and there were no discrepancies encountered in the internal inspection of the cycler. Simulated testing was performed and the device performed without failures. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event. Medical records were received and reviewed. There was no documentation in the medical record supporting a possible association between the liberty cycler and the event of peritonitis. This is an event of relapse peritonitis.

Event description:
The patient had presented to the hospital with persistent (5/10) abdominal pain that had started approximately one month prior, worsening in the right lower quadrant, diffuse swelling, febrile, chills, nausea without vomiting, diarrhea five times, chest tightness, shortness of breath, anasarca of hands and feet, ascites, was diagnosed with trichosporon peritonitis, and was admitted. The patient was treated with voriconazole for six weeks and vancomycin for two weeks. The patient was discharged from the hospital on (B)(6) 2016.